Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device "hose was split". The reporter stated that the device was not used during surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual sample was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was confirmed. The assignable root cause was determined to be usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.